Manufacturer narrative:
(B)(4). Investigation result dated 2019-05-31. Received one set of connector connected to filter. The cover of connector was locked and clip was attached. Visual inspection of connector. No abnormality was identified on connector and clip. Functional test. Tensile test with returned connector and unused catheter was conducted. The measured tensile strength was 9.3 n which satisfies spec of > 5.5 n. When catheter was inserted to the connector, catheter was smoothly inserted up to the target position, and the cover of connector was locked securely. The insertion depth is confirmed to satisfy specified standard. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
(B)(4). Event 2. The catheter came off during administration of anesthesia.